Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary : a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo reveled that the anchor is broken the shaft does not show structural anomalies. The overall complaint was confirmed as the observed condition of the 4.5 healix br anchor w/ocord would contribute to the complained device issue. Based on the investigation findings, the potential cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment occurred and consequently cause the anchor breakage. As per IFU 109362; improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. It has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a rotator cuff repair procedure on (B)(6) 2024, it was observed that the anchor on the 4.5 healix br anchor w/ocord device was broken off, removed all the broken parts. Another like device was used to complete the procedure. There were no adverse consequences to the patient reported nor surgical delay reported. No additional information was provided.